Event description:
It was reported that the right ventricular lead exhibited oversensing of noise. During lead revision, an insulation anomaly was observed. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).